Event description:
It was reported that during a cartridge change the cartridge separated and the rubber plunger became lodged inside the cartridge chamber, and troubleshooting guidance was provided to attempt dislodgement using a syringe or by performing a rewind. Symptoms included elevated blood glucose at 179 mg/dl without reported clinical sequelae. Outcomes included user inconvenience and the need for troubleshooting education. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a cartridge component issue with inability to remove the plunger from the chamber. It was concluded that the event involved a device component malfunction of the cartridge assembly without reported injury or medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.